Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system: 4:46am - 173 mg/dl; 4:46am - 100 mg/dl; 4:45am - 209 mg/dl; 4:36am - 346 mg/dl; 4:35am - 161 mg/dl; 4:33am - 219 mg/dl; 4:31am - 504 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.